Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Resolved without sequelae (B)(6) 2024.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the leads had migrated. The patient had a loss of therapy and a return of pain. A revision was planned for (B)(6) 2024. The issue was ongoing.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2023. Pt. Reported that she is experiencing severe low back pain. On (B)(6) 2023, scs was reprogrammed. On (B)(6) 2024 visit. Reports flare up with pain since (B)(6) 2023, ER visit during that time. No relief despite reprogramming. Nothing sparked flare up, lost coverage of thoracic pain and right leg. Also report severe muscle spasm since september that can last for several days. Also report feeling simulation in the flanks which had not had prior to september. On (B)(6) 2024. It was reported that x-ray confirmed lead migration. Had at least 2 adjustments since xray confirmed migration. Also underwent si joint injection in 2023 which did help with sij pain but not with low back pain or muscle pain. Patient was then scheduled for lead revision surgery. On (B)(6), patient had leads replaced.